Event description:
The customer reported that the insulin pump alarmed motor error during rewind and there were some motor error alarms in the alarm history. The customer's blood glucose was normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to oily motor home switch. The insulin pump was received with cracked case at the display window corner and minor scratched display window.